Event description:
Information was received from a company representative in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the pump has a motor stall. No known troubleshooting was performed. The event date was unknown. At the time of report, the patient might be having a pump replacement in the near future. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional and company representative. It was reported that multiple motor stalls started on (B)(6) 2016. The patient experienced increased pain as a result of the motor stalls. It was unknown what troubleshooting was performed. The patient was new to the healthcare provider on (B)(6) 2016 and the pump was non-functional at that time. The cause of the motor stall was undetermined. The patient was submitted for pump replacement. The patient is supposed to be scheduled for surgery to have the pump replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.